Event description:
It was reported that the patient had 133 shocks for ventricular fibrillation, all were appropriate therapy. The physician was questioning the longevity of the device after the episodes. The patient had more shocks and the battery voltage went from 2.67 to 2.59v. The device has been implanted for less than two months. The device remains in use. In addition there was some oversensing seen during the vf episodes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
Additional information was received from the physician. The shocks were appropriate and the device was at eri due to the drain on the battery due to the number of shocks. The device has been explanted and returned with the indication of normal battery depletion. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. There was a lead integrity alert triggered for lead failure predictor on (B)(6)-2011 10:26:15. There was oversensing with five high rates less than or equal to 210 ms with an average v-cycle between (B)(6)-2011 13:57:08 and (B)(6)-2011 10:06:59. There was one ventricular nst=144 ms, on (B)(6)-2012 08:58:46 and 100 - vf<=210 ms average v-cycle between (B)(6)-2011 00:13:32 and (B)(6)-2012 05:34:05. Interference/noise was observed. Ventric the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.